Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: photo analysis: visual analysis of the one picture received for evaluation was determined that an opened foil packet and a suture tangled around of a folder of product code w9141 could be observed. The reported condition could no be determine in the picture. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance.,according to the information received, suture snapped at the swage. Device analysis: an opened folder with a dispensed needle/suture of product code w9141 were returned for analysis with the packaging opened. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected. The suture was received dispensed and tangled around the folder. Functional test was performed, and the pull force result was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Photo analysis: visual analysis of the one picture received to ethicon inc for evaluation was determined that an opened foil packet and a suture tangled around of a folder of product code w9141 could be observed. The reported condition could no be determine in the picture. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: could you confirm if the suture snapped 10 times on the same patient? Or did it occur on different occasions? If the suture snapped on different occasions, please submit one complaint per event (one event: one surgery or one patient) and revert with the reference number? Response: suture snapped on different patients. Doctor could not give exact frequency and just mentioned at least 10 times. Sales rep submitted 10 product complaints. Response: event date was not given as doctor cannot recall all. The other information was included in reports. No device is returned except for (B)(4) and this is not the impacted device. Doctor just submitted this as it¿s the same batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.